Event description:
On 0711/2015 the reporter contacted animas, alleging a no power issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2015 with the following findings: a review of the pump¿s black box showed multiple reboots following a motor error alarm on 07/10/2015. A visual inspection of the pump showed that the battery compartment was cracked. The pump¿s casing was also cracked at the upper right hand corner of the display. During testing, the pump powered on to an unreadable display screen; there was visible moisture behind the display screen. The complaint was unable to be fully investigated due to this. The pump failed a leak test due to the crack in the battery compartment and the pump¿s casing. The pump cover was removed and evidence of moisture and corrosion was found throughout the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.